Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation. A chest x-ray revealed that the right atrial lead had dislodged. The device was reprogrammed to vvir mode. On (B)(6) the lead was successfully repositioned. The patient was in stable condition post surgery.